Event description:
It was reported that the patient with this implantable pacemaker system exhibited a pocket infection approximately 10 days after the device implant. As a result, this device system was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded at the explanting facility.